Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the product type has been in use since (B)(6) 2023 and there were no problems until (B)(6) 2023. The patient gradually developed an allergic reaction with blistering to the plasters, including tegaderm 3m, and now there was such a severe reaction that the PICC catheter also had to be removed. No permanent damage is to be expected. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an allergic reaction is inconclusive as the device involved in the reported event was not returned for evaluation. The product returned was one sealed PICC plus statlock device. The returned unit was opened and inspected for any damage or foreign material. No remarkable features were observed during inspection. No damage or defects were observed on the returned unit which might contribute to a patient reaction. Therefore, based on the available evidence, the customer's reported defect could not be confirmed on the returned sample.